Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that after a repair ligament ankle with four(4) raptormite anchors (case-2022-00114249-1 /lot #2080566); (case-(B)(4) / lot#2065615); (case-(B)(4) /lot#2078872); (case-(B)(4) / lot#2075624) . The patient had an unspecified adverse reaction. It is unknown how the event was treated.

Manufacturer narrative:
H10: h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. No relevant supporting clinical information has been provided to assist with a clinical investigation. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, after a repair ligament ankle with four (4) raptormite anchors ((B)(4) /lot #2080566); ((B)(4) / lot#2065615); ((B)(4) /lot#2078872); ((B)(4) / lot#2075624) . The patient developed a sub cutaneous response around her two ankle incisions where the patient has two anchors placed on each side in association with a ligament reconstruction, then the patient developed a systemic response, that was worked up by an allergy an dermatology specialist who concluded it was a reaction to the peek anchors. It was requested to remove it, as per this, all the four anchor were removed. The patient appears to be doing better since their removal and the systemic response is now absent.